Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2015 with the following findings: during testing, the pump was powered on and immediately emitted a cs 069 call service alarm that could not be cleared. The call service alarm was recorded in the pump black box data as a cs 078 call service alarm, indicating a failure of the u39 component on the printed circuit board.